Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter tip integrity with lot #9087765 regarding item #38831114 . Occurrence: 1st. Related complaints: n/a. DHR review: batch history analysis: an analysis of the batch history of the device has been completed for subset # 8016603 batch 9086830 manufactured from 3-april-2019 to 26-april-2019 on the icam03 machine used in the claimed batch 9087765. This batch was revised with regarding the tests of "damaged component", "transfixed catheter", "needle tip penetration", "catheter tip", "catheter slip" and no records were found that could lead to the claimed defect. Qn / ncmr review: there is no quality notification (qn) or non-conformity report for "damaged component", "transfixed catheter", "needle tip penetration", "catheter tip", "catheter slip" and or anything that might lead to this complaint. Unplanned maintenance: the corrective maintenance history during the manufacturing period of the assembly lot involved in this claim was evaluated and no records related to this defect were verified. No photos or samples were received for the analysis for this complaint. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Root cause description: in addition to the lack of evidence that could cause this complaint during the analysis of the batch history, corrective maintenance and non-conformities, without samples or photos for analysis, it was not possible to confirm the defect reported by the customer. Based on the client's description ¿when opening the catheter to channel the patient, it is opened like a flower on the tip¿ the root cause can be caused in the tipper's catheter pointing stage.

Event description:
It was reported that bd insyte¿ catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) (latin america) cracked. The following information was provided by the initial reporter: "at the moment of opening the catheter to channel the patient, it is open as a kind of flower at the tip."